Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had visited the emergency room on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 18.4 mmol/l. Customer stated that the customer had a high blood glucose between 18.0 mmol/l and 20\.0 mmol/l. The customer had been using the insulin pump within 48 hours of high blood glucose level. They experienced symptoms like vomiting, difficulty in breathing and chest pain. The customer treated themselves with manual injections and the treatment at the emergency room was unknown. The insulin pump was on auto mode at the time of incident. The customer reported that they experienced high blood glucose levels after changing the infusion set. The insulin pump will not be returned for analysis.